Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the system displayed a recoverable error multiple times. The customer recovered the error to proceed. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found errors 30/25995/25596 pointing to remote arm controller (rac) 3, embedded sterilizer setup joint (essj) 3, suj3 harness path, or endoscopic camera manipulator (ecm). The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed with 3 arms.

Manufacturer narrative:
Based on the claim against the product by the customer noting the recoverable errors, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not reproduce the customer reported complaint and replaced the set-up joint and ecm3 as a precaution. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. No image or video was available for review. Event verification confirmed a procedure was performed on the reported date of (B)(6) 2022 using system sh1590. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed errors 30/25995/25596 pointing to remote arm controller (rac) 3, embedded serializer setup joint (essj) 3, suj3 harness path, or endoscopic camera manipulator (ecm) related to the reported complaint. This complaint is considered a reportable malfunction event due to the following conclusion: the system was in an unacceptable state after the start of the surgical procedure. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscopic camera manipulator (ecm) was analyzed and found to have failed friction test via matlab. The friction was high along insertion/axis 3. The complaint regarding ecm issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The set-up joint (suj) was received for failure analysis. The reported error/fault was confirmed via error logs/system logs. The issue was not reproduced in failure analysis. According to the error logs, the suj malfunctioned or had issues with error 30. This type of error is related to a communication problem between the rac and suj through the cable harness. The faults were captured by the system.